Event description:
It was reported to boston scientific corporation that a compliance kit was opened on (B)(6), 2025 during preparation for a procedure. They found a bug or larva within the packaging of the kit. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: the reported healthcare facility is: name of hcf: (B)(6) hospital. Address: (B)(6). Contact number: (B)(6). Block h6: imdrf device code a1802 captures the reportable event of device package contains foreign matter.